Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient resumed therapy on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was an over-arching diagnosis of acute, left-sided lower back pain with sciatica.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient fell on (B)(6) 2019 and landed on their left, lower back posterior to their hip where the device was placed. They had pain and a bladder scan showed 800 milliliters (ml) of urine retention. The pain and retention continued on (B)(6) 2019 and further follow-up on (B)(6) 2019 found the patient had a change in stimulation; they had a painful ¿zing¿ at the device site and, sometimes, in the left posterior thigh. An x-ray of the sacrum and coccyx revealed the neurostimulator was overlying the sacrum on the left and the leads were intact. The therapy was suspended for a week to see if the pain resolved. The issue was noted to be resolved without sequelae as of (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an adverse change in voiding and that the event was not due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).